Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the devices becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Patient reports that a cleo® 90 infusion set detached during use. Patient's blood glucose levels were 300 mg/dl at the time of the event. To address the high blood glucose levels, the patient administered insulin and changed the site. No permanent injury was reported. See MFR: 3012307300-2017-00933, 3012307300-2017-00934, 3012307300-2017-00935, 3012307300-2017-00936, 3012307300-2017-00937, 3012307300-2017-00938, 3012307300-2017-00939, 3012307300-2017-00940, 3012307300-2017-00941, 3012307300-2017-00942, 3012307300-2017-00943, 3012307300-2017-00945, 3012307300-2017-00946, and 3012307300-2017-00947.